Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead experienced dislodgement the same day it was implanted. During repositioning of the right atrial (ra) lead, it exhibited helix extension issues. The ra lead was successfully repositioned and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
On 09/22/2019 - as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead experienced dislodgement the same day it was implanted. During repositioning of the right atrial (ra) lead, it exhibited helix extension issues. The ra lead was successfully repositioned and remains in service. No additional adverse patient effects were reported.